Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering, scope communication error e226 and water leak from button. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is no image, flickering and error e226 shown on monitor is due to bad cable and connector. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image and camera is not working during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.